Event description:
Customer reported communication dropout between panorama central station and ambulatory telepack. No pt injury reported.

Manufacturer narrative:
Company rep reprogrammed the telepacks and issue was resolved.